Event description:
It was reported the epiq 7c ultrasound system¿s power module burnt and emitted a burning smell with activation of the fire alarm at the user facility. The failure occurred outside of clinical use and no patient or user was harmed. The power module was replaced to address the customer's immediate concerns. A thorough investigation was performed to determine the cause of the reported problem. It was determined that the component failure was part of an old design. A component change has been implemented on new power modules.